Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that he experienced air bubbles in the insulin cartridge and infusion tubing. He changed the infusion set and insulin cartridge to clear the air from the system, but after a few hours the air bubbles returned. He stated that the previous night his blood glucose elevated from 140 mg/dl to 390 mg/dl. He changed the infusion set and bolused through the infusion device to lower his blood glucose. At the time of the report, he stated he continues to have issues. He was advised to switch to his backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.